Event description:
This notification was opened for review for information received that a customer using a philips device stating, "a mask is on fire". This social media post appears to be a general social media post about the CPAP recall. The original poster of the video does not raise a specific product complaint. The post does not describe a specific, identifiable customer product experience or device issue. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.